Manufacturer narrative:
Consumer reported pain, discomfort, and redness in left eye. Consumer visited eye clinic and reported that doctor noted edema on sclera and a little scratch on the cornea of the left eye. The complaint sample was returned and the results of that evaluation revealed a piece of material (pom) loose in the lens container as well as a tear on the edge of the lens itself. Accompanying lenses that were returned were evaluated and the results of the testing performed were all within specification. Additionally, a review of the lot device history records (DHR) show that the lot was manufactured as per local and global product specifications. A review of the packaging operation revealed no rejects for pom or torn lens. No irregularities exist within the DHR review to indicate an issue within the lot. Isolated incidence. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported pain, discomfort, and redness in left eye upon initial use of product. Consumer visited eye clinic and reported that the doctor noted edema on sclera and a little scratch on the cornea of the consumer's left eye. Consumer was prescribed gatiflo ophthalmic solution and hyalein ophthalmic solution and instructed to discontinue lens wear until eye recovered. Consumer reported she has recovered. Medical documentation from the doctor was not provided.